Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial and ventricular output connectors of an external pulse generator (epg) were observed to be damaged during preventative maintenance. The return status of the device is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the output connector assembly was broken. It was also identified that the c277 on main printed circuit board was damaged. The lower case was also damaged. The main seal was sticking out . The display wire insulation was pinched, however wire insulation was not compromised. One returned battery measured 0.1v, battery two measured 1.5v no load. The epg would not power up with provided batteries due to one battery had a low voltage. The epg powered up as normal with known good batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for analysis.